Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2020-31005. It was reported that during an implant procedure, the leads were found to have high impedances. In turn, the procedure was abandoned and no leads were implanted.

Manufacturer narrative:
The report event of high impedances was not confirmed. As received, both lead had no anomaly and passed electrical testing. No root cause was identified for the reported issue.